Event description:
A female, pt, reported she experienced ocular redness and was later told by her optometrist, she had 'a little infection' after using complete multipurpose solution easy rub. Her left eye became red and she decided to see her eye care professional because she was ready for her yearly eye exam and was out of contact lenses. At the time of her exam, she was told she had an infection and prescribed tobradex. She was told to discontinue lens use; her symptoms resolved in three days (later she indicated it took 5 days to resolve). When she resumed lens wear (with new lenses) she used the same 8 month old alcon lens case (later she indicated it was one year old) and the same bottle of complete; the redness returned, this time in the right eye. She discarded the lenses and returned to using her old brand of multipurpose solution and the redness resolved. She does not perform a rub and rinse step and she doesn't dispose of them as recommended by the lens MFR (every two weeks) because she does not wear them every day. She thought the lenses were about 3 weeks old at the time of onset of symptoms. She indicated she rinses her lens case with water to clean it. The MFR is still in the process of attempting to f/u with the healthcare professional.

Manufacturer narrative:
A review of the mfg records for the reported lot was performed; no deviations were noted and product met all specifications. MFR of reported device performed microbiology and chemistry evaluations of the actual product used by the consumer and product retained from the reported lot; all results were within specifications and sterile. Chemistry eval results of retained unit from the reported lot were within specifications. Microbiology eval of retained unit from the reported lot showed the solution to be sterile. A root cause was not established.